Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) spoke with the customer and advised that the bin with the blue light was not switch to another bin in the refrigerator. Then, the fse confirmed that refrigerator was not failed and the customer inventory the entire refrigerator without any issues. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator helmer bin 1.1 failed to unlock and customer had tried to recover, the bin lit up but did not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.